Event description:
It was reported by service report that the foot left caster rubber was peeling off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster delamination.